Manufacturer narrative:
(B)(4). This is the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy, and was hospitalized the same day. The cause of the peritonitis was unknown. On the day of onset, the patient was treated with vancomycin intraperitoneally (dosage and frequency not reported) for the peritonitis. Treatment with vancomycin was reported to be complete after 23 days of prescribed treatment. The patient was discharged from the hospital after two days. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot numbers h13j04064, h14a07064 and h14b28035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.